Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was explanted and a pocket revision procedure was performed due to an unknown cause. The right atrial lead was then re-implanted. No additional adverse patient effects were reported.